Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, prolapsed leaflets and a rotated heart. An xtw clip was inserted and placed on the mitral valve. While testing the lock, it was observed that the clip had relaxed more than usual. The physician decide to grasp at another location. However, the clip continued to open while testing the lock. Therefore, the device was removed and replaced. An additional clip was inserted. However, the clip was unable to achieve a significant reduction in mr. The clip was removed and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, prolapsed leaflets and a rotated heart. An xtw clip was inserted and placed on the mitral valve. While testing the lock, it was observed that the clip had relaxed more than usual. The physician decide to grasp at another location. However, the clip continued to open while testing the lock. Therefore, the device was removed and replaced. An additional clip was inserted. However, the clip was unable to achieve a significant reduction in mr. The clip was removed and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure.